Event description:
The customer reported that the system experienced a 'precharge' error. This error is likely to prevent the system from booting to a usable state. No report or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.